Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self testing.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
Report received of ventilator with a blank display. Patient involvement information was not provided by the customer.